Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. Surface electrocardiograms showed no magnet response and no pacing output. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.